Event description:
It was reported that the patient saw por (power on reset) on the patient programmer friday (B)(6) 2014. It was stated that the patient traveled by plane thursday. It was stated that the patient was unsure what other emi (electromagnetic interference) he would have encountered. It was stated that the clinician programmer (8840) showed 0x400. It was stated that the por was cleared today. It was stated that stimulation was on and impedances were normal. It was stated that the patient was turned on and seemed normal.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).